Event description:
It was reported that a pin broke off inside of the device's therapy connector. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control provided customer with the part number for a replacement therapy connector. The removed connector will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.